Event description:
It was reported that a lead integrity alert was triggered, the sensing integrity count was over 35,000 and the pace/sense lead impedance is greater than 3000 ohms possibly, due to a lead fracture. It was also reported that there were multiple non-sustained tachy events and ventricular tachycardia episodes due to lead noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.